Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient became very ill the day after the implant of this right ventricular (rv) lead. The illness resulted in several bouts of vomiting. A chest x-ray was obtained that did not reveal any abnormalities but loss of capture was observed. A lead dislodgment was suspected. A revision procedure was performed and this rv lead was repositioned. No additional adverse patient effects were reported.